Event description:
A pharmacist reported that a pt complained of lower blood glucose readings with co's device. Within the last month, the pt, a type ii diabetic on oral medication, obtained blood glucose readings in the 73 mg/dl range with device. He felt these readings were lower than the usual readings he obtained with another device (in the 150 mg/dl range) so he spoke with his pharmacist on 9/5/96. At this time, the pharmacist performed a normal control solution test and obtained a result of 124 mg/dl versus a normal control solution range of 114-70 mg/dl (solution lot and expiration date unk). On 9/6/96, the pt returned to the pharmacy and the pharmacist spoke with the co rep. At this time, the pt performed a side by side blood glucose comparison with his test strips, and a new bottle of another test strip(code 8, exp. 7/31/97) taken from pharmancy inventory. The pt obtained readings of 83 and 323 mg/dl respectively. The desiccant is in all bottles. The pt's meter was set to the appropriate code when all tests were performed. The pt stores the test strips in his bathroom. He does not keep the bottle open for a prolonged period of time. The pt could not recall the last time he obtained a test result in the 150 mg/dl range with one touch test strips. The pt did not have a check stroip available.